Event description:
Allegedly per surgeon, one patent 2 weeks ago had atypical pain following thr. Her cobalt ions are elevated, and she does not have metal-metal head. Mars protocol MRI was scheduled for yesterday to look for pseudotumor/altr/alval reaction. Unfortunately, it was rescheduled for today or tomorrow.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although attempts have been made, to date, no further details have been received. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00601.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. Evidence that product in specification when used.